Event description:
It was reported that difficulty removal occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery to distal right coronary artery. A 2.50 x 38mm synergy xd drug eluting stent was advanced for treatment. However, during first inflation at several atmospheres, the balloon ruptured; therefore, the area right before the lesion was slightly expanded, but the mid part of the stent did not inflate and remained in the same position, making the stent balloon and stent difficult to remove. The stent hub was cut and covered with guidezilla, however, it was unable to cross through and could not be advanced to the stent part; furthermore, it could not be removed even with non bsc child catheter; therefore, the patient was sent to surgery.